Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, and the pump screen would not turn on without being plugged into a power source. For the customer's blood glucose level, there was no reported spike above 500 mg/dl or drop below 54 mg/dl. Technical support instructed the caller to try different techniques and to plug the pump into a power source, which turned the screen on. However, the display remained inactive when unplugged. A replacement pump was arranged, and the customer was advised to keep the current pump plugged in until the new pump arrived.